Event description:
Customer reported blood glucose results of 410 mg/dl and 57 mg/dl within 10 mins on the aviva system. Customer reported symptoms of hypoglycemia for which he was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.